Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system (hl-390). The customer reported product problem was verified during functional testing. There was liquid crystal leakage in the lcd. This problem occurred because of a faulty pcb. The problem source of the reported product problem was unknown. A root cause was not established. The faulty pcb was replaced. The device then underwent preventative maintenance. The device subsequently passed all the functional tests.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) had a bad lcd display. No patient injury or complications were reported in relation to this event.